Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2014 device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the original complaint could not be confirmed and there was no information in the black box data for the reported event date. There were loss of prime warnings in the black box history that were related to the cartridge. The battery cap was not returned with the pump. The pump was exercised for 24 hours with no loss of prime or other alarms or warnings occurring. The force sensor was within calibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.. No conclusions can be made at this time. (B)(6).